Event description:
The MFR became aware of an event involving a 20fr initial placement gastrostomy (peg) feeding tube on 9/9/96. While placing the device in a pt, the middle dilating connector broke at the tubing juncture. The device was able to be removed through the pt's mouth as the external bolster had not passed the esophagus. The device was removed through the pt's mouth and another manufacturer's device was placed without complications. Examination of the actual product shows the incident may be user related as excessive force may have been applied to the device when the connector broke. No potential for serious injury appears probable from the info obtained. No further details are available regarding the circumstances surrounding this event. This info shall not be construed as an admission by co that the products described herein are or were dangerous in any respect, or that any casual relationship exists between these products and any actual or potential injury. In addition, the submission of a report by co shall not be construed as an admission that a reportable event has in fact occurred.